Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer stated that the drive support cap area broke off. The customer's blood glucose was 152 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off end cap and had a blank display due to broken solder joint and lifted pads under b1 on the interface board. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.